Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 85 mm. Vessel morphology was reported to be not tortuous or calcified. It was reported that the left iliac artery was perforated during the implant procedure, requiring placement of a left common iliac to left femoral artery conduit. No kinks were noted in the stent graft. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. The evening of the implant procedure, the patient complained of a cold left leg. No intervention was performed, and the occlusion did not resolve. One day post-operatively, the patient was taken to the operating room for thrombolysis and a thrombectomy. It was reported that a small amount of clot was removed from the left limb and the superficial femoral artery; however, the extended leg ischemia led to elevated myoglobin levels, renal failure, and death. No autopsy was performed.